Event description:
Became aware of event 04/18/07. Ablation catheter in pt, grounding device e7507 in place. When attempted to begin ablation, alarm came up stating "test indifferent electrode." Called tech support and was advised to try different indifferent electrode [e7506]. Was advised by tech support that they have had to tell other end users to use different electrodes and purchase a "splitter" as this may be due to pt physiology. Procedure aborted. Device has not been used since. Co came out and evaluated device next day.